Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that during the revision on (B)(6) 2017 they did a laminectomy with smaller leads. The patient didn't know why they still had the abdominal pain. The surgeon said that they never had this happen before, so the patient was kind of at a loss for what to do. This incredible abdominal pain doesn't go away and was very frequent. The thing that worried the patient was that the surgeon never experienced this in 15 years; the patient was the first. The patient didn't know of another healthcare professional (hcp) that they should be going to before losing the implant, because the next step for the hcp was to take the spinal cord stimulation (scs) implant out. It was noted that the patient asked about adverse events with the scs implant, specifically regarding abdominal pain.

Event description:
Information was received from a consumer regarding a patient that had an implantable neurostimulator (ins) placed on (B)(6) 2017. The patient had constant abdominal pain since the patient opened his or her eyes in the recovery room on the day of placement. The consumer read that it could be the leads. It was indicated that the leads were at the t9-t10-t11 area. It was inquired if moving the leads "doing more laminectomy help". The abdominal pain severely increased with it on. It's painful with it on or off and worse with the device on. The patient needed to do something fast as it was painful. No medication helped it. The patient did not want to take the device out. The spinal cord stimulation worked to help with the back pain. Additional information was reported that the patient had a revision of the ins on (B)(6) 2017. A week after surgery it was "still too soon to tell". The patient's stomach pain was still 10 out of 10 on the pain chart. The surgery pain seemed to be coming along well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that after the revision and the implant of smaller lead wires, the patient still had abdominal pain, but it has moved since (B)(6) 2017; the pain was now ¿around the trunk/stomach area¿. The patient noted that she hardly turns the stimulator on and they lie in bed every day. The patient had a MRI and a CT scan the week prior to the report, her physician wants to remove the implantable neurostimulator (ins) and thee patient was working with two doctors for their pain. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 97791, lot# n706353, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory; product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the pain was there when the patient woke up in the recovery room. It would get less or more during activities and laying flat on the patient's back. The patient said it intensified when the system was on. The patient was reprogrammed twice and had a revision in (B)(6) 2017. The patient said the stimulator was being removed on (B)(6) 2018. The patient said the pain moved lower with the revision, but it was still extremely painful. The patient said there was one year of pain associated with the device. No further complications were reported.